Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high and low blood glucose levels while attempting to learn how to use the bolus wizard. He was hospitalized but it had nothing to do with his diabetes. The customer experienced blood glucose levels over 20 mg/dl. The device was not returned.